Event description:
Patient had original surgery on 1/16/91 for left great toe fusion with insertion of plate. Complaints of pain in the mtp joint of her left great toe in january, 1994.patient stepped in a hole in may, 1993, causing break in plate in the right great toe. Physician is unable to determine if this most recent incident is related.patient had surgical intervention on 3/18/94 to remove broken plate from the left great toe. Plate was broken in three pieces.